Event description:
Per the clinic, the patient experienced pain and subsequently was treated with oral and topical antibiotics (date and duration not reported).

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 to replace the abutment under general anesthetic.